Manufacturer narrative:
Evaluation summary: the customer provided a cine image from the procedure. A review of the cine was unable to identify the components of the spider fx or hawkone with certainty. Marker bands possibly from the hawkone were identified within the vessel but could not verify the tip was detached. The hawkone was returned connected to a cutter driver. The spider fx capture wire was included. No other ancillary devices were included. Visual inspection: the hawkone was inspected and the housing assembly was seen to be fractured off approximately 0.2cm distal the cutter window. The drive shaft and cutter assembly were exposed outside the cutter window approximately 2.4cm from the cutter window. Under microscope the radial fracture was inspected. The fracture occurred at the proximal end where the laser cut coils begin. No damages or anomalies were noted to the cutter assembly. The guidewire tubing of the housing was peeled from the proximal end and folded over towards the rotating tip. Zipper tearing was observed on the guidewire tubing of the housing assembly. The guidewire tubing of the rotating tip was intact; however, the proximal end was buckled and bent outward. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the hawkone with a non-medtronic 6f sheath and spider fx, to treat a moderately calcified lesion with 80% stenosis in the superficial femoral artery(sfa) as per IFU. The artery diameter was reported as 6mm and the lesion length was reported as 200mm. Difficulties were encountered advancing the device through heavy calcium in the mid sfa. During removal, the nosecone became detached. The physician attempted to snare the nosecone but was unsuccessful. A cutdown was needed on the left iliac to remove the nosecone. An endarterectomy was performed and stents were implanted to complete the procedure.